Event description:
Additional information was received from a consumer stated that they have had two pumps implanted. The patient stated that both pumps ended up hurting him and they are now disabled because of the pumps. The patient stated that the pumps caused him to fall, and his spine was bent at 90 degrees. The patient has had five spinal surgeries because of the pump. It was noted that his first fall was almost immediately after the first pump was implanted in 2015. He had baclofen in the pump at first but then that was not helping his legs, so they changed the drug to dilaudid at 6 months. The patient stated that the current pump has dilaudid in the pump. The patient wanted to know what medtronic is going to do for him now that he is disabled. Additional information was received from a consumer stated that the patient would like compensation because due to the pumps, they are disabled and unable to work. The patient re-reported falling multiple times because of the pump, their spine was bent 90 degrees, and mentioned their elbow and head were injured because of the pump. The patient stated that they have had no falls since the pumps were taken out. The patient mentioned the healthcare provider (hcp) at (B)(6) did not return the pumps to medtronic for analysis.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the patient stated their spine was fused and they just had their 4th spine operation because of the pump. The patient stated they would be getting back at medtronic for that and disconnected call, therefore, further information was unable to be obtained

Event description:
Additional information was provided from a consumer stated that they have two active pain pump and his spine was used because of the pain pumps, and he was not happy. The agent asked clarifying questions, and the patient said he was calling because someone needs to call him about the problem with his two pain pumps. The patient service asked patient to clarify which pump was inactive and the call was disconnected. The agent made outbound call to the patient and call was disconnected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2022: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient re-reporting that the summer of 2023 they fell numerous times and falls were intense. They also started having muscle spasms in their lower abdomen and lower back. They also stated that they fractured their back during falls and broke rods and screws. They stated that the reason the pump was removed was because the healthcare provider (hcp) observed that the leads of the wire to their spine were frayed. The patient stated, "this was probably caused by the falls in spring, summer of 2023'. They can not tell the exact date. The patient stated, 'I had never fallen when I did not have the pumps in me. I also started rolling off my bed at night, had to pad the bedroom floor. These were all due to having the pain pump installed in me. Like a fool, I took hcp advice and had the second pump installed, the hcp (the pain doctor that installed the pumps in me) said the pump did not cause me to fall. I told the hcp that I disagreed. I know these pumps are the reason I am disabled, thank you very much. I was told that the hcp did not keep the pain pumps that were taken out of me. These pain pumps did not lower my pain level. I had to take hydromorphone pills to get any reduction in my pain level. I have all the data of the increases in hydromorphone and the muscle relaxer baclofen. My [new hcp] when I first saw him told me that he "hates" medtronic pain pumps. He did not want to have me get a 2nd pain pump. I worked 25 years in biotech. I made drugs/medical devices for people who were sick. I never made a drug/device that ended up injuring/killing patients. My situation is not very good. I got social security, my wife works fulltime with 2 songs in college. I cannot work. I went to the clinic with one issue (pain). Now I have 4 or 5 issues. I came out worse when I came in because of a medical device/drug. My spine is fused, my spine is fused with rods, clamps, and I cannot tie my own shoes and will be disabled the rest of my life or wipe my own rear end. I will be writing the FDA of course with all the trump cuts no one will probably read it. My other injuries were to my head and my left elbow (from falling) had to get elbow drained of liquid and lot of white stuff came out my arm. These happened when pump was installed.'

Event description:
Additional information was provided from a consumer stated that 'I don't have them in me anymore.' When the agent attempted to clarify further, the patient stated that 'my spine is all metal my spine is fused ass up to my neck.¿ the had five spine surgeries at mass general because of your (medtronic) pump. The patient ¿I'm not trying to be rude or anything but I'm kinda ticked off. Your (medtronic) pump injured me¿ then disconnected the call. The patient appeared to reference that they do not have a medtronic pump implanted anymore, but the agent unable to clarify or collect any sr information due to patient disconnecting the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from a company representative (rep) stated that the patient was extremely escalated and demanding compensation for his pumps that were removed. The pumps were removed as they caused him to fall and all kinds of other issues.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that 'I don't have them in me anymore.' When the agent attempted to clarify further, the patient stated that 'my spine is all metal my spine is fused ass up to my neck.¿ the had five spine surgeries at (B)(6) because of your (medtronic) pump. The patient ¿I'm not trying to be rude or anything but I'm kinda ticked off. Your (medtronic) pump injured me¿ then disconnected the call. The patient appeared to reference that they do not have a medtronic pump implanted anymore, but the agent unable to clarify or collect any additional information due to patient disconnecting the call.